Manufacturer narrative:
During an internal audit, it was determined that complaints for similar devices, and device malfunctions that have the potential to harm the patient if they were to recur, were not reported as per FDA guidance. After retrospective review, this event is determined to be MDR reportable. Bolton medical is voluntarily reporting a device malfunction related to a treo custom device. The treo custom device is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 (p110038). Based on the information available, the exact root cause of the failure mode experienced could not be determined. Therefore, there were not appropriate results and conclusion "event problem and evaluation codes" available .

Event description:
"The surgeon has implant the mainbody and the contralateral leg and should remove the delivery system of the main body. There was no problems-uncomplicated case, everything went well until he should remove the device. He remove it with no force or resistance. What happens was that the tip did not follow the device but stay in the patient's left common iliac artery. He tried all possibilities for removal, it did not succeed. It was decided that the best -for the moment- would be to exclude the tip cone inside the aneurysmatical sac and conclude the procedure. Since a part of the cone remained at the aortic bifurcation segment, there was added a balloon expanding stent and a self expanding stent to keep the lumen open. He finished the procedure as normal. The result was fine with good flow." Patient outcome: "during they were trying to remove the tip, they were doing a thrombectomy- else no consequences immediately."